Manufacturer narrative:
G2: country of origin is japan. H3: product analysis of part# 4922455, lot# 68at visual and optical inspection confirmed the inner threads of the cage have been stripped due to torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product used in lumbar la teral fixation surgery. It was reported that while attaching the cage to the inserter, it could not be attached due to idling. There were no further complications or symptoms were reported. Additional information was received via manufacturer representative that reported cage was not broken and not used on the patient. There is no allegation/malfunction associated with the inserter.